Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. At 12:00pm the patients blood glucose level was 300 mg/dl on the aviva combo system. The patient experienced symptoms of abdominal pain, low grade fever, diarrhea and vomiting. The patient was in the hospital from 12:00pm-7:00pm, and was then discharged. The patient went back to the hospital at 8:30pm. At 8:36pm the patient received a blood glucose value of 411 mg/dl on the aviva combo system. At the hospital the patient had ketone bodies of 2.6 mmol/l and was treated with "sugary serum pump and insulin". The patient was discharged on (B)(6) 2016 at 4:30pm.